Event description:
Report received of operator error in programming a pump. It was reported that the pt was receiving morphine sulfate 5mg/ml via pca pump, but that the pump was programmed with a morphine concentration of 1mg/ml. According to the customer contact, there was a "user error in programming the pump" with the wrong drug concentration. The pump parameters were not reported. According to the customer contact, the nurse caring for the pt read the display which indicated that 6ml (30mg) had been delivered in a 30 minute time period. It was reported that the nurse incorrectly read the display thinking that only 6mg had been delivered. The syringe indicated that 30mg was missing, while the display only read that 6ml (6mg) was delivered due to the misprogrammed concentration. There was no report adverse pt event. No medical interventions were reported. The customer contact reported that the drug concentration was changed to 1mg/ml and pain management therapy was continued without reported incident. Though requested, there was no further info available.